Manufacturer narrative:
(B)(4)

Event description:
There was an rv lead revision done due to high thresholds. This lead was successfully repositioned and remains actively implanted. There were no adverse patient events reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
On 4/12/1206 - this lead was explanted due to high impedances. Added the explant date. This lead has not been returned, the file remains closed.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.